Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint could not be confirmed. An analysis by analytical answers revealed no mechanical or chemical agents present on the device. Additionally, an unknown reddish/brown substance present inside the device was identified as dried proteins most likely from blood serum or a polypeptide based drug formulation.

Manufacturer narrative:
The zealand pharma adverse event assessor spoke with the patient in regards to the complaint. The patient stated that he had redness, burning and pain at a vgo site on the right side of his abdomen. The patient stated the irritation is the size of the area under the vgo, that is not covered by adhesive. The patient stated that this is not from the insulin, it is "from a fluid that leaked from inside the vgo." The patient described the appearance of the irritation as "a chemical burn". The patient saw his hcp on (B)(6) 2020 for treatment of the irritation. The patient states the hcp stated the site looked like a burn and appeared to be infected. The patient was prescribed mupirocin ointment to apply to the site of irritation. The patient stated he started to use his arms for vgo placement on (B)(6) 2020. The patient denies any skin irritation complaints prior to this episode and post episode. The patient reports the site is still red, size has not changed, it is "no longer painful, just tender" and the skin is "peeling like a chemical burn".

Event description:
Patient stated that some type of sticky fluid came out of the vgo device on to his skin and its causing his skin to burn. Patient stated that he applied the vgo device on his abdomen. Patient stated that this is the first time he has experience this while on the vgo device. Patient stated that when he applied alcohol in the area where the fluid is, he stated that it feels like acid is on his skin.